Event description:
Per information provided: on (B)(6) 2015: patient was diagnosed with incisional hernia thereby underwent open repair with implant of sepramesh ip (device 1). Per op notes, ¿the old scar was removed. The hernia sac was identified and reduced. A sepramesh ip (device 1) was placed over the defect and secured using prolene sutures.¿ on (B)(6) 2015: patient was diagnosed with recurrent incisional hernia and right inguinal hernia thereby underwent open repair with excision of sepramesh ip (device 1) and implant of sepramesh ip (device 2) and perfix plug (device 3). Per op notes, ¿the scar tissue from previous incisional hernia in epigastrium was excised. The mesh was identified and torn away from the fascia. The mesh (device 1) was excised. A sepramesh ip (device 2) was placed and sutured. An indirect hernia sac was identified on right groin and reduced. A perfix plug (device 3) with onlay patch was placed and sutured.¿ (B)(6) 2016: patient was diagnosed with recurrent ventral hernia thereby underwent robotic assisted repair with implant of synthetic mesh. Per op notes, ¿a large recurrent defect was identified and contains omentum. The omentum was reduced. The prior mesh (device 2) was noted. A synthetic mesh was placed and tacked using optifix tacker.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. This MDR represents the sepramesh ip (device 2). An additional emdr was submitted to represent the sepramesh ip (device 1). Note: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.